Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the operating room for a lead revision. An asymptomatic patient was seen clinic during a follow-up, prior to the procedure. No rv capture and low r-wave amp were noted. Physician made an attempt to reposition the lead, but was not able to extend the helix. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.